Manufacturer narrative:
In response to medtronic¿s request for device return, no device was received for evaluation.

Event description:
It was reported that a 70 degree hi speed diamond bur was found to be "broken" intraoperatively. This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): the inner assembly spins freely by hand within the outer assembly. Visually, the tip was stretched outside of the outer tube support area indicating spiral wrap damage which would have resulted in the reported event. The amount the spiral wrap was stretched at the distal end was approximately 0.14¿. There was no detachment of any component and no separation ¿break¿. The complaint was confirmed for the alleged malfunction [broken tip] however ¿broken¿ is a general statement which, in this case, did not include detachment, only stretched. Based on the available evidence and information the most likely underlying cause is consistent with, misuse / use error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.